Manufacturer narrative:
Product event summary: at analysis the stated reason for return (does not work properly) was unable to be confirmed. The analyzer underwent its preventive maintenance and calibration with no anomalies found. It was noted that the battery returned with the analyzer was depleted however it was further noted that the depletion was considered normal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer was not working properly. Follow-up for more information regarding this was not successful. The analyzer was returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that it occurred during patient follow-up, that another analyzer was available and that no delay in procedure occurred.